Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test and rewind test. The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to verify motor error alarm and perform the occlusion test and excessive no delivery test due to pump unable to prime. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 483 mg/dl. The customers mother states the motor error alarm is reoccurring and attempted to fix it. However, the customer woke up with a high blood glucose. The customer mother states she was unable to bolus. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.